Manufacturer narrative:
Device evaluated by MFR. Returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. No issues were detected.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon was torn. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and patient was stable. It was further reported that the balloon ruptured during inflation at 20 atmospheres for 5 seconds.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon was torn. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and patient was stable. It was further reported that the balloon ruptured during inflation at 20 atmospheres for 5 seconds.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon was torn. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and patient was stable.